Event description:
It was reported the patient¿s foot was sticking out ¿like a penguin¿ causing pain and they had trouble walking. The patient had their implantable neurostimulator (ins) implanted this past wednesday and when they got home on thursday they right foot stuck out at an angle. The patient had contacted their healthcare professional (hcp) twice and they were trying to figure out how to turn the ins off to see if that helped. The hcp thought it was not related to the procedure and the patient was afraid to turn the ins off. The patient¿s foot was continuing to get worse and their balance was affected. The afternoon prior to this report, the patient started stumbling, dragging, and having balance problems. The patient¿s foot was not swollen. An appointment was scheduled for (B)(6) 2014 to increase stimulation. At the time of this report the patient¿s stimulation was lower so the brain would not be affected. The patient¿s therapy was working well. Both of the patient¿s hands and the side of their face stopped shaking and they could talk better. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0p59t, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0njz7, implanted: (B)(6) 2014, product type lead. (B)(4).